Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and bent cannula. Customer's blood glucose level was 507 mg/dl. Troubleshooting for no delivery was performed. Customer received the alarm during bolus delivery. Customer advised the no delivery alarm was a recurring issue and remained unresolved. Customer advised they had a bent cannula and they were advised to change out their infusion set. Customer was advised to return the infusion set for analysis.